Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to remove the waste medication. The customer reported that a user attempted to remove medications, but the drawer failed before pulling out the medication. However, the station still showed an outstanding waste item. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist tried multiple follow up with customer to receive information related to the issue for further investigation but did not received response from customer. So tss asked the customer to open new case if the issue reoccurred and proceeded to close the case.